Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they visited doctor on december 21, 2021 due to high blood glucose level. The doctor gave them a long lasting injection and all day their blood had been low. Customer was confused and when they came home, gave another injection and blood glucose again went low. Current blood glucose level of customer was 100 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported incident. It was unknown that whether the auto mode feature was active at the time of incident. Customer was treated with glucose tablets for low blood glucose level. The insulin pump will not be returned for analysis.